Event description:
The customer reported that the anesthesia resident had the pulse source on the accessory m1001b ECG module set to ECG. When an ECG dropout occurred, the sound stopped and an intermittent flat line was noticed. The resident administered a drug.